Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported failure. The instrument was found to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was missing from clevis. The clevis did not exhibit any damage or wear marks. Other cables at the wrist were not damaged. A device history record (DHR) review for the device involved with the complaint has been completed. No non-conformances were identified to be related to this complaint. The customer reported complaint does not itself constitute an MDR reportable event; however, the broken pitch cable found during failure analysis could cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer felt the double fenestrated grasper instrument was "out of control". When the instrument was removed, a loose and broken wire was noted. There was no report of fragment(s) falling inside the patient, patient harm, adverse outcome or injury.